Event description:
Nurse found tubing cracked at hub when giving dose of IV (intravenous) abx (antibiotic), tubing saved and sent to supply chain for review pt parent rang to say fluid was on the floor and IV pump was leaking. Checked the syringe pump tubing and found that the hub was cracked. Replaced microtubing, administered remaining antibiotic, and turned tubing in to management. Second instance I've had of hub on microtubing being defective.